Event description:
It was reported that the light allegedly fell and hit a nurse. There was no report of a delay in the procedure.

Manufacturer narrative:
The light was examined by a berchtold field service tech. Upon visual examination, it was determined the locking pin "half moon" came out. Light and camera were replaced.